Event description:
Patient's father contacted dexcom to report redness at site after removal of the dexcom sensor.

Manufacturer narrative:
Patient's father reports redness at the site after removal of the dexcom sensor. No permanent marks remain and it takes one week to a month in some cases to heal. Father applies coconut oil after removal as well for help with healing. Date of medical intervention: patient's father spoke with physician on (B)(6) 2012; there was no physical medical intervention. Patient's father was advised by the medical doctor to place tagaderm underneath the sensor adhesive and to also use a steroid ointment to help with healing of the site and redness after removal of sensors.